Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the lead was replaced and four dislodged contacts were removed from the patient's body. The other seven dislodged contacts were left in the patient's body. The patient was reportedly doing well post-operatively. The explanted lead was not returned to bsn as it was lost in transit. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not feeling stimulation and the lead was displaying high impedances on several contacts. An x ray was taken which showed several contacts from the lead dislodged. The patient's lead will be explanted.

Event description:
A report was received that the patient was not feeling stimulation and the lead was displaying high impedances on several contacts. An x ray was taken which showed several contacts from the lead dislodged. The patient's lead will be explanted.